Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide lens(es) is missing glue. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo fiberscope exhibited that the light guide lens(es) missing glue. There were no reports of patient involvement.